Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
The pharmacist reported the following event: "the screw fractured during introduction. Another screw was used. No impact for the patient."

Manufacturer narrative:
Evaluation summary: the reported event of the broken screw could be confirmed. Based on the investigation, the root cause was attributed to a user related issue. The breakage most probably was caused by hard/dense bone. Please pay attention to the operative technique asnis iii cannulated screw system (literature number: us version: la3sb rev 6 ous version: 982187 rev 5): ¿note: contact of an asnis iii screw with dense bone in a tangential direction may cause a deviation of the screw and/or a bending of the k-wire, which may result in damage to the implant. Note: in dense bone, puncturing the cortex with the ø1.4 x 150mm drill bit to initiate the wire may reduce heat build-up and/or deflection of the wire. Alternative: substitute the ø1.4 x 150mm guide wire with a ø1.4 x 150mm drill bit. Throughout the procedure it is possible to interchange the guide wire and drill bit. Note: guide wires are single use disposables. Do not reuse guide wires. Option: a parallel drill guide is available for parallel placement of guide wire. [¿] the self-cutting and self-tapping tip of the asnis 4.0mm screw is intended for cancellous bone. In dense cortical bone pre-drilling with the cannulated drill o2.7mm (702449) and use of the cannulated tap o4.0mm (702454) is recommended, especially when placing oblique screws.¿ [original statement] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
The pharmacist reported the following event: "the screw fractured during introduction. Another screw was used. No impact for the patient."